Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent leakage testing which included inflating both the cuff and inflation line, and submerging under water. No discrepancies were noted. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign: report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid cuff did not inflate while in use with a patient. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.